Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a bioprosthetic mitral valve, implanted for seven (7) years and three (3) months, underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. The tmvr procedure was performed with an edwards transcatheter valve. No other details available at this time.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a 25mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and three (3) months due to valve degeneration leading to severe mitral stenosis and mitral regurgitation. The tmvr procedure was performed with a 26mm edwards transcatheter heart valve. Post valve deployment, transesophageal echo demonstrated no evidence of mitral regurgitation and the mean gradient across the valve was 4 mmhg. The patient was transported to the ICU in stable condition. The patient was discharged on pod #3 in stable condition.